Manufacturer narrative:
Initial reporter phone number: (B)(6). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynx grip vascular closure device (vcd), the balloon ruptured because it got caught in calcium calcified. There was no patient injury. Therefore, manual compression was performed for twenty (20) minutes and recovered. The mynx grip used in percutaneous coronary intervention (pci). There was no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site have visible calcium/plaque a bit. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx grip. Retrograde approach was made. A competitor's 6/7fr sheath was in place. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The mynx grip vcd unit was prepared and used in accordance with instructions for use (IFU) instructions, but the balloon ruptured because it got caught in calcium calcified during the second stop. Therefore, the product wasn't available and manual compression was performed for 20 minutes and recovered. The vcd is available for analysis. No other information was provided.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 during use of the mynxgrip vascular closure device (vcd), the balloon ruptured because it got caught in calcium calcified. There was no patient injury. Therefore, manual compression was performed for twenty (20) minutes and recovered. The mynxgrip was used in percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site had visible calcium/plaque a bit. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. Retrograde approach was made. A competitor's 6/7fr sheath was in place. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The mynxgrip vcd unit was prepared and used in accordance with instructions for use (IFU) instructions, but the balloon ruptured because it got caught in calcium calcified during the second stop. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the device showed that the shuttle was engaged to the black handle. The sealant and advancer tube remained in the manufacturing position. The syringe was connected to the device with the stopcock open. The procedural sheath was returned with the device. Per functional analysis an inflation/deflation test was performed per mynxgrip instructions for use (IFU). The results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a micro tear in the balloon of the returned device. A product history record (phr) review of lot f2128501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of the returned device. The cause of the loss of pressure was a tear in the balloons. The exact cause for the event could not conclusively be determined, however patient/procedural factors such as the presence of peripheral vascular disease/calcium was present at the site. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. The IFU also instructs the user to confirm via femoral arteriogram or venogram that there is no evidence of significant peripheral vascular disease in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.